Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation service repair noted the a/w (air/water) flow found no issue however, the sw (switch) function failed inspection and found no image. The switch camera was noted to be no function and switch cable needs to be replaced. Um (ultrasound image) unit found no image. Furthermore, the a-rubber glue was found chipped. The forceps over glue were found peeling and deep cut was found on pink rubber (probe unit). The elevator channel, w/f (water flow) inlet was found loose and play on control knob was observed. Based on evaluation findings service repair noted that the customer reported issue of a/w malfunction , switches non functional issue were partially duplicated as no issue found on a/w flow inspection however, the switch function test on the device failed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The user facility reported an air/water button malfunction, one or more switches non functional. The issue was found during an unspecified procedure. The subject device was replaced with another similar device. The intended procedure was completed. There was no patient harm or impact reported due to the event. No user injury was reported. Device evaluation found the forceps cover glue were peeling and deep cut on pink rubber (probe) was found. This report is being submitted for forceps cover glue peeling and cut on pink rubber found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 01-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps cover glue peeling and the cut pink rubber likely occurred from stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.